Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that before surgery the haptic bent/crimped/distorted/twisted and trailing haptic folded wrong. Event occured pre-advancement of the lens before injection into the eye. There was no patient harm.